Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used for a ureterorenoscopy (urs) procedure performed on (B)(6) 2009. According to the complainant, the retrieval basket wires were noticed to be "rusty" during unpacking, outside the patient. The device was stored "as usual" at or below 25 degrees. The sterile barriers on the packaging were not noticed to be compromised, and no other packaging irregularities were observed. The procedure was successfully completed using another segura hemisphere stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event. (B)(4).